Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for pain. X-rays suggested component was loose. There was no cement attached to the underside of the component. Cement was interdigitated into cancellous bone but none was found on the implant.